Event description:
Approximately a month and half after the optease filter was implanted without any problems, it was not possible to remove the filter. The indication for filter insertion was iliac-femoral dvt. The pe/dvt was diagnosed with duplex, and the extent of the dvt was iliac-femoral. Thrombus was not present at delivery site. The anticoagulation therapy consisted of heparin, and there was no contraindication for anticoagulation or recurrent pe in spite of anticoagulation. Pre/post imaging was completed. Placement was successful, but post procedural, it was impossible to retrieve the filter. The permanent filter was left at the site.

Manufacturer narrative:
Forty-four days after implantation of the optease retrievable filter it was reported that it was not possible to remove the filter. The filter was left at the site. There is no further information available regarding the details of the attempted removal. During the index procedure, the filter was implanted without any problems. The indication for filter insertion was iliac-femoral dvt. The pe/dvt was diagnosed with duplex, and the extent of the dvt was iliac-femoral. Thrombus was not present at delivery site. The anticoagulation therapy consisted of heparin, and there was no contraindication for anticoagulation or recurrent (pe) pulmonary embolus. The filter remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15071824 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for lot 15071824 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4) and stent lot numbers 506659, 506385, 506600. The results indicate that the stent shipped meets specified release requirements. The optease retrievable filter instructions for use warns that the filter can be retrieved up to and including 12 days after placement. It further states that the optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Although there is no information pertaining to the details of the inability to retrieve the optease filter, based on the report that it occurred 44 days post implantation, the attempted retrieval after the indicated time frame is a contributing factor that may have impacted the event. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This complaint involves a patient who had an ivc filter implanted. Indication for filter insertion was iliofemoral dvt with pulmonary embolism. As per clinical report, implantation procedure was successful and unremarkable. There was no evidence of ivc thrombus by doppler us or on the initial inferior vena cavogram. Forty four days later, it was elected to attempt to remove the filter. The filter was unable to be retrieved and was left in as a permanent device. Observation: three spot images are submitted for review. The first demonstrates an inferior venacavogram performed from a right femoral approach. An ivc filter is in place. Inflow from the renal veins is not clearly identified. I cannot assess the exact level of the filter as no unsubtracted images are provided. The filter is fully expanded. The position of the filter is unusual as it appears to extend significantly beyond the expected margins of the ivc lumen on the right side. This appears to be beyond the normal tenting of the ivc that is frequently seen with ivc filters. There is no evidence of ivc thrombus. The filter appears intact. I cannot exclude minimal contrast extravasation along the right margin of the ivc. Alternatively, this could represent bowel gas. Two subsequent images show successful snaring of the ivc filter from a right femoral approach. The filter is mostly compressed and is seen predominantly within a femoral sheath. The upper third of the filter is unable to be retrieved. There contrast injection shows a complex appearance to the ivc at the level of the filter. No contrast extravasation is seen at this time. The filter appears to remain attached to the right wall of the ivc. The filter was then apparently redeployed and left as a permanent device. No images of this are available. Conclusion: this complaint involves a patient who had a trapease ivc filter placed which was unable to be retrieved 44 days later. The evaluation is limited due to a paucity of clinical information and images provided. Nevertheless, the appearance of the filter and ivc on the first image provided is very unusual. On the right side, the filter appears to extend well beyond the lumen of to the ivc. It is unclear whether the filter extends into the ostium of a large renal vein or if a filter has perforated the ivc wall. One possibility is that the filter has perforated the ivc wall in some capacity and this has healed and endothelialized during the subsequent 6 week interval. This would make subsequent retrieval difficult, if not impossible. I have no data to support or refute this possible scenario. I recommend further evaluation of this patient with CT to determine the exact location of this filter. The filter will be left in as a permanent device. In light of the clinical indication for placement which was pulmonary embolism despite anticoagulation, a permanent ivc filter may actually be clinically indicated in this patient. The filter remains implanted and, therefore, is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15071824 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for lot 15071824 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), for part number: 1007368 and stent lot numbers 506659, 506385, 506600. The results indicate that the stent shipped meets specified release requirements.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.